Manufacturer narrative:
Updated fields - b4, d9, e3, e4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field - e1(initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit, he states mains power coil got tangled up inside and got caught on metal inside and nicked the insulation. Replaced ac power cord. Checks done and ok. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due character limit e1: event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra aortic balloon pump(iabp), the cable has been caught up in the wheels and stripped the insulation back exposing bare cable. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (investigation findings, component codes). Manufacture date: sep 29, 2015.